Event description:
Patient reportee that their one touch ultrasmart test strips had colored marks on them. This issue was not resolved with troubleshooting. Patient had also reported that they had done a precision test, but one result of 106mg/dl was reported. During troubleshooting, it was also discovered that patient had used incorrect testing technique. This case is reported as a strip malfunction due to colored mirks/tape on the strips. Replacement test strips were sent to the patient.